Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-02-15. H6: investigation summary one open 32g x 4mm pen needle sample and four photos were returned from lot. No. 1061557, cat. No. 320559. Visual examination was carried out on the returned sample and photos and a broken non patient end of cannula was observed. Due to the condition the sample was returned no clog test could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the sample returned was open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h10.

Event description:
It was reported that the bd micro-fine¿ pro pen needle was unable to deliver medication. The following information was provided by the initial reporter: patient complained that the drug solution didn't come out.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿ pro pen needle was unable to deliver medication. The following information was provided by the initial reporter: patient complained that the drug solution didn't come out.